Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, post valve deployment, there was blood observed in the syringe. Upon inspection of the delivery system balloon, a small pinhole was observed on the shaft behind the 3 radiopaque markers. Additional information was provided revealing the valve was able to be fully deployed and a post-dilation was not needed. There were no issues noted with the delivery system balloon prior to valve deployment. There was no difficulty withdrawing the delivery system. There was no patient injury. Imagery was provided for evaluation. A review of the imagery revealed a pinhole leak on the crimp balloon.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. There was imagery provided for evaluation. A review of the provided imagery revealed a pinhole leak on the crimp balloon. The device was returned for evaluation. Visual evaluation of the returned commander delivery system revealed the proximal end of the balloon shaft was kinked. This was likely due to packaging. There was pinhole leakage observed on the proximal end of the crimp balloon after inflating the balloon. The crimp balloon double wall thickness was measured along the edges of the damaged area. All measurements taken of the crimp balloon wall thickness met the specification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon leak was confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during the evaluation as the returned device conformed to the specifications. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, post valve deployment, there was blood observed in the syringe. Upon inspection of the delivery system balloon, a small pin hole was observed on the shaft behind the 3 radiopaque markers." Per additional follow-up, "the annulus size was 405. The degree of calcium in the annulus/leaflets was mild. The degree of tortuosity was severe. The minimum luminal diameter (mld) was 6.5 mm." During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. It was noted that the patient had severe tortuosity. In this case, the tortuous anatomy may have caused the device to be tilted while navigating through the system and created resistance. This tilting may have caused the valve's apices to interact with the crimp balloon and subsequently cause damage to the balloon (e.g. Leakage as observed in the returned device evaluation). As such, the available information suggests that patient factors (tortuosity) and/or procedural factors (valve apices interacting with the crimp balloon) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.